Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was found that the left ventricle lead had an out-of-range impedance issue. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was found that the left ventricle lead exhibited low pacing impedance. Programming changes were made. The patient was in stable condition.